Event description:
A healthcare professional reported that a 59-year-old male patient underwent implant placement at tooth number 18 on (B)(6) 2026. Per the report the implant lacked primary stability within three weeks of implant placement, and the implant was removed on (B)(6) 2026. Per the report the patient did not experience any symptoms, permanent injury, or required additional procedures. No fractured components or fit issues were reported, and the implant was not replaced. The patient's bone quality was reported as type ii with good oral hygiene. Event was reported to the dental office located in thousand (B)(6).

Manufacturer narrative:
The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).